Event description:
Perforation of right pulmonary artery by swan ganz catheter placed for hemo-dynamic monitoring prior to surgery. Resident had fallen and sustained a fracture of left femoral neck and was having central line placed pre-op. Appeared to tolerate procedure; moments later experienced complete cardiovascular collapse and cardiac arrest.